Event description:
Double lumen hickman catheter broke at bifurcation point causing exsanguination. Unable to confirm implant date. This device was sent to the MFR for non-invasive testing and returned to rptr's office: apparent blunt trauma.